Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient didn¿t get to use their device throughout their entire pregnancy and now it wouldn¿t turn on. No patient symptoms were reported and there were no complications. Indication for use is unknown. (B)(6) 2018 e2, e3, e4, img x2 (rep): additional information was received from a manufacturer representative (rep). It was reported that the patient was going to be seen on 2018-09-06. Additional information was received. It was reported that the patient hadn't used their stimulator in 2 years due to being pregnant . Since that time, they never turned the ins on or charged the device. The patient was unable to turn the ins on as the ins was overdischarged. The representative attempted one jumpstart which was unsuccessful after 60 minutes. The patient was unable to stay for a second attempt and the representative planned on meeting them on (B)(6) 2018 to try again. No symptoms or further complications reported. Additional information was received from the manufacturer representative. It was reported the patient had been in overdischarge, 2 years ago. The representative reported the patient had started a physician mode recharge pmr last week but could not stay any longer therefore the representative was doing another pmr. It was reviewed to continue recharging and to clear the power on reset (por) as soon as the ins is 25% charged. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from a rep. It was reported that the patient was seen on the day of the report and the ins was jumpstarted on the second attempt. The patient reported that they had to get the ins replaced after they had their baby because they could not charge the old ins.